Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block and setscrews found no anomalies. However, grommet damage with an unknown cause was noted. Primary analysis finding: no anomalies were identified.

Event description:
It was reported, during the implant procedure, the device exhibited random oversening. Consequently, the device was withdrawn and replaced with a same brand device. No patient complications have been reported as a result of this event.